Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: there is an alleged crack at the end of the circuit where it connects to the connection port. It was found prior to use. No pt injury reported.